Event description:
It was reported that they had eight incidents where the catheter migrated out of the vessel. These were all inserted into the patient's jugulars. Additional information received on (B)(6) 2011 from the hospital contact stated that not all of these placements were the patient's jugular, but she does not known what the other sites were. These catheters were all sutured into position using the juncture hub and catheter clamps and migrated "part way" out of the patient's. Some of the patient's had PICC (peripherally inserted central catheter) lines placed instead of cvc's (central venous catheters) and some had the catheter replaced. There were delays in medication therapy due to needing a new catheter. There were no patient deaths and no complications were reported. Reference MDR # 1036844-2011-00344, 1036844-2011-00345, 1036844-2011-00350, 1036844-2011-00351, 1036844-2011-00352, 1036844-2011-00353 and 1036844-2011-00354 for the same issue.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.